Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 501 mg/dl and 146 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Over the past few months, the customer has observed imprecision issues with the architect stat troponin-I assay across two i2000sr analyzers where the original result does not repeat. The customer has an aps track system in their laboratory with two i2000sr analyzers attached. An algorithm has been set up in their instrument manager software and results between 0.03 and 0.3 ng/ml are automatically repeated. The customer provided patient data generated between (B)(6) 2010. Eighty patient samples had discrepant values that crossed the customer's cut-off of 0.03 ng/ml. This report is for patient #55 of 80 similar imprecision reports. The initial result was 0.031 ng/ml and upon repeat, yielded results of 0.023 and 0.036 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.